Manufacturer narrative:
Concomitant products: product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3998cws, lot # n24852, implanted: (B)(6) 2001, product type lead. (B)(4).

Event description:
It was reported by the manufacturer representative that the patient had not used therapy for a ¿couple of years.¿ it was noted that the patient could not feel stimulation when the implantable neurostimulator (ins) was on at a normal therapeutic level. As a result, on the date of report, the manufacturer representative tested the impedances. It was noted that impedances were all 1395 ohms or >4000 ohms. The caller turned the stimulation up to 10.5v and the patient was only able to feel slight paresthesia in the leg. It was unknown when the therapy problem started. The patient noted no trauma, falls or accidents. It was noted that the issue was unresolved as of the date of report. The manufacturer representative stated that there would ¿likely¿ be a ¿revision of some kind in the future to resolve.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998cws, lot# n24852, implanted: (B)(6) 2001, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a complete system replacement on (B)(6) 2014. It was noted that there was only one electrode that was in spec so the system was removed. There appeared to be a fracture in the lead when it was removed. However, the caller could not be sure that it was not caused during removal. The caller stated that the physician did apply some traction when removing the lead and that may have caused some damage. During the procedure when the physician was following the lead up to remove the connection came loose. The caller was not sure if the connection came loose at the implantable neurostimulator (ins) or extension as the caller could not see. It was noted that the patient did not come in earlier when the stimulation stopped working because of insurance/financial reasons. It was not known if the device was returned. The patient now had effective stimulation therapy and was doing well. Additional information was requested but was not available at the date of this report.